Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was dropped, and the touchscreen became cracked and no longer functional. Reportedly. The pump no longer turns on. Customer had elevated blood glucose levels (356 mg/dl). Customer delivered an injection and consumed water to stabilize blood glucose levels. Customer indicated they have back up manual injections for continued insulin therapy.